Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrode pads. The patient reported placing gel on the area and that it caused the irritation to worsen. During a follow up, the patient's wife reported that the irritation was broken out, itchy bumpy and that scratching caused the bumps to open. Multiple attempts to follow up on the condition of the irritation were unsuccessful. There is no indication that the patient received any medical intervention. The final medical outcome of the irritation is unknown.